Event description:
A malfunction was reported on the customer's pump, but there were no notable events leading up to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a corrective action, the customer was instructed to use multiple daily injections as a backup therapy, and a replacement pump with updated software was to be sent. The customer was given instructions for returning the malfunctioning pump and acknowledged the steps needed upon receiving the replacement.